Event description:
It was reported that about 40 minutes after the start of a da vinci-assisted surgical procedure, electrical leakage occurred at the tip of the permanent cautery hook instrument. The instrument was inspected prior to use, and no damage to the instrument was detected prior to the start of the procedure. After the arcing event occurred, the insulation at the tip of the instrument was observed to be burned. The arcing was observed to have originated at the tip of the instrument, and it grounded to the patient's anatomy. At the time of the arcing event, the surgeon was in the process of resecting a choledochal cyst, and monopolar coagulation was activated. The instrument was connected properly. The generator used was the covidien forcetriad, using the settings: cut 15, coag 15. At the time of the event, the fenestrated bipolar forceps instrument was also in use. The tips of the instrument did not collide with any other instruments or tools during the procedure, but they were in contact with tissue at the time of the arcing event. The instrument tips did not touch any staples, clips, or sutures while energized. The surgeon believed that the quality of the instrument caused the arcing event to occur. The patient was reportedly injured as a result of this event, but as far as the reporter had heard, the patient had not returned to the hospital due to post-operative complications. The type and severity of the injury, any medical or surgical interventions required, and the patient's status are currently unknown. The procedure was completed with the use of a back-up instrument.

Manufacturer narrative:
Isi received the permanent cautery hook instrument associated with this complaint and completed a failure analysis (fa) investigation, which confirmed the customer reported complaint regarding the leakage of energy from the tip of the instrument. The instrument was found to have thermal damage on the proximal clevis, and black char marks were present at the distal end. Per the investigation, any material missing from the damage of the yaw pulley would likely be thermally induced, rather than mechanically induced. The probable root cause of this failure mode is generally attributed to user mishandling/misuse. Additionally, one side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location, and the instrument passed the electrical continuity test. The instrument was placed on an in-house system and was tested for energy activation. No faults or error messages appeared during in-house testing. The grounding pad with a wet sponge began to smoke when the energy pedal was pressed, however, no loss of power or unintended energy leakage was observed. If additional information is obtained, a follow-up MDR will be submitted. Per a review of the site's system logs, no related system errors occurred on the reported procedure date that would have likely caused or contributed to the reported complaint. A review of the provided image was performed by an isi failure analysis engineer (fae). Per the fae, there appeared to be thermal damage to the proximal clevis and possibly to the distal clevis, but the instrument would need to be returned for this to be confirmed. This complaint is being reported due to the following conclusion: it was alleged that the permanent cautery hook instrument arced, causing an unspecified patient injury. The type and severity of the injury are unknown. It is also unknown what medical intervention, if any, was rendered due to the injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: the following additional information was obtained regarding this event: during the surgery, the patient's jejunum was burned due to electrical leakage at the tip of the instrument. After this situation occurred, the surgeon sutured the damaged intestinal tissue. After observation, the patient had no postoperative complications and was discharged from the hospital.